Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. For automated endoscope reprocessor (aer) treatment, the wassenburg (aer) with wassenburg endohigh detergent and wassenburg endohigh paa disinfectant were used. All channels were connected with tubes when the scope was set up in the aer, and rinse water quality was controlled. The scope was wiped with clean towel/paper and blown dry by filtered compressed air. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for greater than 56 colony forming unit (cfu) of unspecific micro-organisms species, and 2 colony forming unit (cfu) of staphylococcus aureus. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b3, the event date was inadvertently left out of the initial report. This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. Please also see updates to d9, h3, and h6. The device was evaluated where no abnormalities were found that could have led to the positive culture. The bending section rubber glue was separated however, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.